Manufacturer narrative:
A cynosure service technician evaluated the device and was unable to duplicate the customer's issue with the handpiece. Technician found the device/handpiece operating as intended. There was no patient injury involved in this incident. This event is an aro (accidental radiation occurrence) because there was an unintended discharge of laser energy. Therefore, this event is reportable.

Event description:
The device's handpiece had allegedly discharged energy after the trigger button was released.